Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2016 a medtronic representative performed an imaging system check-out, mechanical & system inspection areas passed. Imaging modalities test failed. Image acquisition system (ias) computer 3.1.6 software does not launch on boot-up. Re-loaded software to computer, performed tain calibrations. Issue resolved. System performed as intended. On (B)(6) 2016 software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, prior to the start of a procedure, the site's imaging system mobile view station (mvs) status bar displayed a red x. The medtronic representative re-started the image acquisition system (ias) and mvs separately, then plugged in the umbilical cord. Reported issue was not resolved. There were no further details regarding this behavior. There was no patient present when this issue was identified.